Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent temperature alarms occurred while the pump was subjected to normal temperature conditions. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Reportedly, the customer continued to use the pump for insulin therapy and also indicated that insulin pen injection supplies were available.